Event description:
The device was used during a low anterior resection procedure. Reportedly the instrument would not fire. The surgeon resected the purse string line and applied another instrument successfully. The hospital has reported the pt's condition is satisfactory.

Manufacturer narrative:
1/22/1998-supplemental report #1 submitted to FDA.